Manufacturer narrative:
(B)(4).

Event description:
A revision surgery was conducted due to patient non-union. Interoperative difficulty was experienced mounting explant attachments to the nail resulting in a 45 minute extension to the procedure. The nail was not explanted. The nail had been implanted without an end cap; user error identified.